Event description:
A male patient contacted lifecor customer support to report that when he changed his battery pack this morning the response buttons would not work. Support verified that he was not pushing the buttons until the verbal command that stated "press to activate" was given. Support had the patient remove and reinsert the battery. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The defective response button problem on the monitor was confirmed. The rear response button on the monitor would not respond when pressed. The root cause of the defective response button has not been determined to this date. The monitor was repaired. It was then retested and restocked. Noa adverse event resulted from the faulty response button. The patient received a replacement monitor.